Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
During a total knee arthroplasty using triathlon ar instrumentation, surgeon stated that the 1/8" straight screwdriver shaft was rounded off. We opened another tray and used the screwdriver and proceeded with the case without incident.

Manufacturer narrative:
The investigation could not determine the root cause of the event as functional testing of the device found it to be fully functional and a dimensional inspection found it to be within specification. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there was one other event for the reported lot. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
During a total knee arthroplasty using triathlon ar instrumentation, surgeon stated that the 1/8" straight screwdriver shaft was rounded off. We opened another tray and used the screwdriver and proceeded with the case without incident.